Event description:
After injection of the insulin doses, a rn was removing the needle device. The nova nordisk ¿auto cover¿ (needle device) was inadvertently dropped. When retrieving the device, the auto cover flipped in her fingers. Her thumb was punctured by the ¿pen end¿ of the needle.